Manufacturer narrative:
Event problem and evaluation codes: updated after device evaluation. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seals removed, plunger lever is out of position, top case is damaged in front right corner, bottom case is cracked under the l-bracket, cracked barrel clamp head, missing plunger case seal. The customer stated problem (primary audible alarm during occlusion test) was not duplicated. All the necessary repairs were performed. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm. No adverse effects were reported.